Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert, the impedance trend on the rv pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. Rv pacing impedance has been varying beginning (B)(6) 2015 to up to 4047 ohms and down to 437 ohms. Beginning (B)(6) 2015, ventricular sensing integrity counts were up to 2574; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. (B)(4)

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing, a high number of short interval counts (sic), non-sustained ventricular tachycardia (vt) episodes, and a highly variable pacing impedance. There was also noise noted which could be reproduced with device manipulation. The lead was capped and replaced. The implantable cardioverter defibrillator (ICD exhibited an accelerated rate of battery depletion which did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.